Event description:
The patient contacted animas on (B)(6) 2014 reporting that a month ago there was a leakage at the luer lock connection. The patient reported a blood glucose (bg) excursion of high 400 mg/dl to low 500 mg/dl with high ketones and moderate nausea. The patient stated that they smelled and observed insulin. Customer support (cs) advised the patient to monitor luer lock connection after changing the site. This report is being made due to the hyperglycemic event the patient experienced that resulted from not monitoring the luer lock connection after site change.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not monitoring leur lock connection after site change).